Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose was 517mg/dl. The blood glucose level was 270 mg/dl at the time of incident. The current blood glucose was 517mg/dl. The customer experienced different blood glucose level was 300, 400 mg/dl. The customer was treated with syringes. Troubleshooting was performed for insulin under delivery. Based on customer report customer did not allege pump was under delivering. The product will not be returned for the analysis.